Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, a88057u09, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 14-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by (B)(4) represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(4). (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a customer was having issues with the closed suction system's loose connections and staying connected to the hmes. They would come apart and start to become safety issues, per the customer. No patient injury reported.